Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-2290 proximal tenodesis button broke off the inserter handle before insertion. Leaving part of the threads inside the button and the inner shaft broke. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Complaint allegation is confirmed. One unpackaged ar-2290, implant system, serial/batch number (B)(6), was received for investigation. Visual inspection noted that the tip of the device was broken. Functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces during suture passing/tightening /tensioning.